Event description:
It is reported that the articular surface would not seat properly on the tibial plate.

Manufacturer narrative:
Visual inspection of the returned component identified gouges on the surface and minor damage to the locking tab on one side. Measured dimensions were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The noted locking tab damage can occur when the posterior feet are not properly positioned before the surgeon attempts to seat the poly. It appears that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.